Event description:
The user received analyzer alarms and a questionable glucose result for one patient sample. The original result was 415 mg/dl with a data flag and was reported outside the laboratory. The physician performed a finger stick on the patient and the result was 84 mg/dl. The physician contacted the laboratory and the original specimen was repeated on the same instrument with a result of 84 mg/dl. The repeat result was considered to be correct. The patient was not adversely affected. The glucose reagent lot number was 64141101 with an expiration date of 07/31/2012. The field service representative determined that sample probe c had aspirated a clot. The customer changed out probe c and the field service representative flushed out clog in the ise unit. To verify the analyzer operation, he performed a short precision on a specimen pool and successfully calibrated and quality controlled the ise unit.